Event description:
Kimberly-clark received a report stating, " "there was an md order for warm soaks to the perineum. The staff member filled the ice sleeve with a mixture of hot and cold water. The sleeve was brought to the bedside and the water escaped from the bag resulting in 2nd degree burns." Patient had 2nd degree burns to perineum, thighs and buttocks tbsa 10%. Was treated with pain medication and silvadene dressings. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record since no lot number was provided, and the device identified in the complaint was not returned to kimberly-clark for analysis. The product is labeled as an ice pack, and when used according to labeling would not be expected to cause second degree burns.information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.